Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management," outlines indications of right heart failure and the suggested treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for decompensated right heart failure with associated weight gain and shortness of breath. During diuresis, patient experienced symptomatic hypotension. Dopamine was initiated with improvement in symptoms. Speed was increased from 5100 rpm to 5200 rpm during right heart catheterization for optimization. Patient was discharged on (B)(6) 2023 without inotropes.